Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, while the users were utilizing the referenced device to crush a stone in the common bile duct, the users heard a sharp crack and the referenced device reportedly was broken with the basket remaining open in the pt's common bile duct. The stone reportedly was about 1.5 to 2mm in size. The users reportedly cut the sheath and were able to remove the referenced device from the pt. There was no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the pt did not require any intervention. The stone reportedly was large and hard. The basket of the referenced device was said to have been still attached to the basket wire. The referenced device was retrieved with the olympus (B)(4) emergency handle and the sheath. The intended procedure was said to have been completed after several hours with no apparent injury noted. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, the size and hardness of the stone could not be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.